Event description:
It was reported that the threaded stud on the distal end of the trial/broach handle fractured. Per information received, the surgeon had to use some force to place the trial due to its size.